Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown baclofen at an unknown concentration at a dose of 2647 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient has had 4-5 pumps. Two pumps were replaced due to bacterial meningitis. The consumer did not know the years or which pump were replaced for that reason. It was reported that the patient had a traumatic brain injury (tbi).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.